Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 702 mg/dl. The customer was treated with intravenous and injection. The customer had symptoms such as nausea. It was reported that the button was stuck. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.